Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level were 40 mg/dl and in the range of 400 mg/dl. Other blood glucose value mentioned were 265 mg/dl and 258t mg/dl. The customer treated low blood glucose value with food. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was using insulin pump within 48 hours of low blood glucose event. The insulin pump will not be returned for analysis.